Event description:
Litigation alleges pain and toxic cobalt-chromium metal debris to be released into the tissue. Update: (B)(6) 2013, pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 1876386. A search of the complaint database search finds one additional reported incident against lot code 1955524 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges pain and toxic cobalt-chromium metal debris to be released into the tissue.

Manufacturer narrative:
Update: 12/11/2013 pfs was received from legal, medical records were received from legal. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 1876386. A search of the complaint database search finds one additional reported incident against lot code 1955524 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges loosening of cup. Added cup in the impacted product. Added revision hospital, revision surgeon, patient's age and lawyer in the associated contact.